Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that a white horizontal line was displayed on the screen because video communication could not be transmitted to the processor due to the malfunction of the (charge-coupled device) ccd unit. There were no issues of the subject device at the time of shipment. It was likely like the malfunction of the ccd unit was caused by material degradation, which was due to ultraviolet rays of the ccd sensor. It was also likely that the imaging elements deteriorated due to the long-term usage.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The issue was due to a faulty charge-coupled device (ccd) unit. Additionally, there were kinks in the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition autoclavable camera head presented no picture, only a black screen. The issue was found during preparation for use. No patient harm reported.